Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that reservoir and tubing had large air bubble. Customer's blood glucose level was unknown. Customer notice large air bubble in reservoir of approximate size of one half inch. The reservoir will be returned for analysis.